Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc) perforation. Filter interacts with ivc wall, e.g. Penetration/ perforation/ embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
It is alleged the patient received an implant via the right common femoral vein. Per a report from CT (computed tomography): "a retrievable greenfield inferior vena cava filter lies in appropriate position. The legs of the filter extend beyond the confines of the inferior vena cava."

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right common femoral vein due to a motor vehicle accident, intracranial hemorrhage, and inability to anticoagulate. Patient is alleging vena cava perforation. The patient further alleges "fear and anxiety the filter will continue to perforate through the wall of the ivc and cause more internal injuries that could lead to death. Chest pains and shortness of breath make completing daily tasks difficult and low energy," as well as depression and dizziness.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fear, depression, anxiety, chest pain, dyspnea, low energy, dizziness, physical limitations. Unknown if the reported fear, depression, anxiety, chest pain, dyspnea, low energy, dizziness, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.